Manufacturer narrative:
The insulin pump had an intermittent blank display due to a corroded electronic assembly.

Event description:
The customer called to report a blank display and condensation inside the screen after being submerged in water. The reported blood glucose reading was 279 mg/dl. Nothing further was reported.